Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that the pint pressure of the hls set was not displayed during patient treatment. The set was not exchanged. The set was used without the value. No harm to any person has been reported. As a pressure failure can lead to a pump stop, if the intervention is set wrong by the user or no values were displayed, a report is required due to the potential risk for the patient. The patient data was not shared by customer. The affected hls set was investigated in the getinge laboratory on 2025-07-08 with the following conclusion: visual inspection showed no visible damage or deviations that could have resulted in the reported failure. During functional testing, the complaint sample showed complete functionality of the entire sensor system. Plausible pressure and temperature values were always displayed on the cardiohelp. Based on the results the reported failure "pint not displayed" could not be confirmed. The production records of the affected product were reviewed on 2025-07-09. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. According to the instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v03, chapter 7.1 preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp system has a flow/bubble sensor and a venous probe and is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Furthermore, the customer will be informed that the used sensor cable should be replaced preventively. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the german market on a significantly similar device to "hls set", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for hls set with catalog number 701069073. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in germany. It was reported that the pint pressure of the hls set was not displayed during patient treatment. No more information has been provided. More information requested but still pending. No harm to any person has been reported. As a pressure failure can lead to a pump stop, a report is required due to the potential risk for the patient. Complaint ID: (B)(4).